Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston of the insulin pump did not move. The customer's blood glucose was 30 mmol/l at the time of incident. The customer also reported that the insulin pump did not alarm when reservoir was empty. The battery compartment of the insulin pump was also damaged. Troubleshooting was not performed and the device will not return for analysis.